Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that a field service engineer, after troubleshooting connections, found that the hard drive serial advanced technology attachment cable needed to be replaced and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a problem in which the station displayed a 'failed to enter password' error. The customer stated this malfunction occurred when the user was trying to issue medication to a patient. This incident resulted in a delay in patient care, but it was confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.